Event description:
It was reported that the customer was receiving the battery out limit alarm. The customer's blood glucose was 274 mg/dl. The customer stated that the batteries were only lasting 24 hours long. The customer stated that the insulin pump was also asking to change the time on the pump and that the insulin pump would do a countdown each time. The customer stated that the battery chamber and battery cap looked clean and were not damaged. Advised customer that the insulin pump would be replaced. Nothing further reported.

Manufacturer narrative:
Pump had high idle current due to corrosion found on rfb. No battery out limit alarm during testing noted. No countdown anomaly noted. Pump received with minor scratched display window, cracked reservoir tube lip, scratched case and scratched reservoir tube window. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.